Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was report that during a device follow up a rise in pace impedance measurements was noted, but the values were not out of range. Noise resulting in oversensing was observed in the device memory and possible right ventricular (rv) lead damage was suspected. Further review of the device memory showed out of range pace impedance measurement since (B)(6) 2018. When the device operation was checked with a real time electrocardiogram intermittent ventricular pacing failure was observed. A revision took place. The rv lead was capped and remained inside the body while the device was also explanted and disposed. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was report that during a device follow up a rise in pace impedance measurements was noted, but the values were not out of range. Noise resulting in oversensing was observed in the device memory and possible right ventricular (rv) lead damage was suspected. Further review of the device memory showed out of range pace impedance measurement since (B)(6) 2018. When the device operation was checked with a real time electrocardiogram intermittent ventricular pacing failure was observed. A revision took place. The rv lead was capped and remained inside the body while the device was also explanted and disposed. No additional adverse patient effects were reported.